Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting two 22ga x 8cm powerglide pro midline catheter assemblies. The first photograph depicted a catheter and a segment of guidewire. Usage residues were evident throughout the visible device components. The visible portion of guidewire was broken and detached from the assembly. The guidewire exhibited kinkds and bends along its length. The catheter exhibited a complete break at the distal end of the molded joint. The catheter exhibited kinks and bends along its length. The second photograph depicted the device components from the first photograph and also depicted a second 22ga x 8cm powerglide pro assembly. The catheter overlaid the needle. The catheter had been broken near the molded joint and the shaft was compressed and crumpled near the end of the needle. The photograph was captioned with a description which indicated that the second assembly was the result of an intentional attempt to re-enact the complaint sample damage. While device damage was evident in the supplied photographs, inspection of those photographs was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Such damage can occur if the catheter/needle are retracted against the needle bevel and if the needle is further inserted following advancement. A lot history review (lhr) of recn1873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after deployment of the guidewire and upon advancement of the catheter, the catheter would no longer advance along the guidewire. As a result, the team attempted to remove the entire device but the guidewire and catheter remained stuck inside the patient and required physician consult for removal.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after deployment of the guidewire and upon advancement of the catheter, the catheter would no longer advance along the guidewire. As a result, the team attempted to remove the entire device but the guidewire and catheter remained stuck inside the patient and required physician consult for removal.